Manufacturer narrative:
The customer reported that their central nurse's station (cns) was intermittently going into communication loss. Additionally, the cns appeared pixilated with various vertical lines across the screen. The customer attempted to reboot the cns and swap the hard drives, but neither of these steps resolved the display issues. No harm or injury reported. They will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) was intermittently going into communication loss.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was intermittently going into comm loss. Additionally, the cns appeared pixilated with various vertical lines across the screen. The customer attempted to reboot the cns and swap the hard drives, but neither of these steps resolved the display issues. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps with no success. Nk ts escalated the issue to a supervisor. The root cause was determined to be the failure of the graphics card component. Lagging and the reported communication loss are most likely tied to an outdated graphics card. Review of the serial number history shows the device had been in service since late 2018/ early 2019. There has been no recurrence of the reported issue.

Event description:
The customer reported that their central nurse's station (cns) was intermittently going into communication loss.